Event description:
Strings were severed [device breakage]. Top of the sleeves had holes in them [device physical property issue]. Case narrative: consumer reported via e-mail that the tops of the tampons were severed, and the sleeves had holes. No injuries reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings were severed [device breakage]. Top of the sleeves had holes in them [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tops of the tampons were severed, and the sleeves had holes. No injuries reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings were severed [device breakage]. Top of the sleeves had holes in them [device physical property issue]. Case narrative: consumer reported via e-mail that the tops of the tampons were severed, and the sleeves had holes. No injuries reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings were severed [device breakage] top of the sleeves had holes in them [device physical property issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that the tops of the tampons were severed, and the sleeves had holes. No injuries reported.